Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st w/echo (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient had the mesh "removed" and underwent repair surgery on (B)(6) 2016. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st w/echo (device #1). An additional emdr was submitted to represent the bard/davol ventralight st w/echo (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient was implanted with a bard/davol ventralight st w/echo (device #1), reference number (B)(4), which was removed on (B)(6) 2016. On (B)(6) 2016: the patient underwent laparoscopic incisional hernia repair. The bard/davol ventralight st w/echo (device #1) was removed and a bard/davol ventralight st w/echo (device #2), reference number (B)(4), lot number huap1306 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent revision surgery. During the procedure the doctor noted that the patient had a hematoma that "began draining old clot and what appeared to be a purulent material." It is alleged that the patient has experienced and/or continues to experience significant physical pain and suffering, has sustained permanent injury, recurrence, nausea, irritable bowel syndrome, loss of energy; and has undergone continued medical treatment.